Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had been admitted into the hospital on (B)(6) 2015 due to high ketones of 4.9. Customer's father stated that the doctor believes it was because, they were unable to program a temp basal of 200%. Caller was provided the steps on how to program the setting. Caller is not in the room with his daughter at the moment. Customer was wearing the insulin pump at the time of the hospitalization. Caller was advised to call back to verify the pump serial number and hospitalization details.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and cracked battery tube threads.